Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues; all samples in the wl in question were within the acceptable range, but the kinetic curve was not very smooth. Hologic field applications specialist (fas) noted a few improvement opportunities for the customer's workflow, such as increasing the bleach concentration and ensuring the sample shield was installed correctly prior to each run. Ts relayed review to customer and provided a response letter. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increased positivity rate on their sars-cov-2 tma runs on panther instrument sn (B)(4). Hologic technical support (ts) reviewed wl (B)(4) using assay lot 288141, which had 4 suspected false positives out of 91 samples. The initial positive results were repeated on the roche system and resulted as negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but corrections were made by the lab with no associated/reported adverse events.